Event description:
It was reported that during a remote follow up, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. The physician suspected ra lead damage, however, no anomaly was observed either visually nor via diagnostic imaging. Abbott technical support was contacted and a revision procedure was performed. The ra lead was capped and replaced to resolve the event. The patient was in stable condition.